Manufacturer narrative:
The device was received at zoll medical canada for evaluation. The customer's report was observed and attributed to a faulty lcd display. The lcd display module was replaced to resolve the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during functional testing, the device powered on without display.complainant did not indicate that there was any patient involvement in the reported malfunction.